Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient reported that the controller died on sunday and controller is unresponsive. Agent had pt reset controller and plug into ac power supply with no battery pack; screen appeared and there is a green light on ac power supply box. Pt saw memory problem data has been lost screen; pt was able to update date and time. Pt had difficulty putting back cover on the controller. Pt reinserted the battery pack and saw a green flashing light. Pt unlocked the controller and saw controller low recharging and implant in red. Agent recommended to fully charge the controller and then charge the implant. The troubleshooting steps taken on the call resolved the reported issue. During the call, pt asked - agent reviewed ins battery life expectancy. Additional information received from the patient. Pt called back in after attempting to recharge again. Pt was unable to recharge they had implant battery low recharge implanted device soon. Pt stated this message appeared so frequently they were unable to recharge the implanted device. Pt still had a the low implant battery. Agent sent an email to repair to replace the recharger. Additional information received from the patient. Pt called back stating they controller is not charging the implant. Pt refused to reset controller as she has already done that and confirmed she is using the recharger replacement. Pt denied falls or trauma around implant site. Pt confirmed recharger plugs snug into controller and controller is charging to full from wall. Pt stated issue has been happening for a week where it would say recharging excellent but implant would not increment up. Agent redirected pt to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.